Event description:
It was reported by service report that the foot end cover is broken and there are sharp edges present.

Manufacturer narrative:
Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.

Event description:
It was reported by service report that the foot end cover is broken and there are sharp edges present.

Manufacturer narrative:
Upon completion of the manufacturer's investigation it was also determined that the side rail could not remain latched due to a missing latch spindle and missing top rail.